Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.

Event description:
It was reported the patient experienced an episode of asystole shortly after the system was implanted. Interrogation of the device and lead revealed intermittent pacing but did not point to any problem with the system. The physician was also unable to find any emi source the patient may have come into contact with. The system remained implanted and the patient was closely monitored. Approximately five months later, the patient experienced another episode of asystole while at home, causing her to pass out. Another interrogation of the device did not reveal any abnormal parameters. As the physician was unable to determine the reason for the pacing inhibitions which caused the asystolic events, the device and lead were explanted and replaced. High thresholds were reported on the lead. No further patient complications were reported as a result of this event.